Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient had not met with their doctor or a manufacturer representative as of 2018-sep-20. No further information was available; no further complications were reported or anticipated.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was the treatment of urinary retention. Concomitant medical products: product ID: 388928, lot# 0210583886, implanted: (B)(6) 2016, product type: lead. Product ID: 388928, lot# 0210556578, implanted: (B)(6) 2016, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The retention patient reported they had developed significant discomfort in their pelvic region and also pain in the upper, inner parts of their legs during the first week while using program e. The patient then stopped using their stimulator on (B)(6) 2017. Though the stimulator was turned off, the patient¿s discomfort persisted. The patient discussed the issue with someone on (B)(6) 2017 who told them they would discuss the issue with the patient¿s healthcare provider (hcp); however, the patient had not heard back from that hcp at the time of report. The patient then discussed the issue with a different physician on (B)(6) 2017 who redirected the patient to a third physician. The patient consequently made an appointment to meet with the third physician on (B)(6) 2017. The patient thought at the time that ¿the problem could have been irritants in the urine affecting the bladder¿ and as a result they took a urinary alkalinizing, effervescent drink twice a day for four days. This reportedly ¿gave considerable relief¿ to the patient. On (B)(6) 2017 the patient began excluding ¿alcohol, caffeine, spicy foods, [a prophylactic urinary tract infection antibiotic], citrus, and any other acidic food or drink¿ from their diet. The patient noted that this had ¿eased the situation somewhat on most days,¿ but also that ¿symptoms were certainly worse on some days.¿ before the patient began using program e, ¿there was not consistent or persistent discomfort or pain.¿ however, since using program e, the patient noted that the following discomforts had persisted:¿ pain in their pelvic region, including in their penis and running down their inner, upper thigh. Significant discomfort as their urine drained through catheterization, particularly as the end of the urine flow was reached. It was noted that all of the patient¿s urination took place through intermittent catheterization and that their pain eased after urination. The patient¿s pain eased for approximately 1.5 to 2 hours after catheterization, but would then build over the next hour or so. The patient noted their ¿need to urinate was controlled by pain, not an urge¿ and that they normally needed to catheterize about every four hours. Any attempt by the patient to use their bowels with urine in their bladder resulted in ¿extreme pain.¿ the patient noted their pain would ease if they laid down. Urine volumes removed via catheter were reported to have changed significantly after using program e. Prior to program e, the patient passed an average 500 ml of urine through catheterization during waking hours, with some volumes being up to 800 ml. Their waking catheterization volumes had changed to less than 300 ml, with volumes consistently being in the range of 250 to 300 ml after using program e. The patient also experienced a decrease in night time catheterization volumes, where their post-program e volumes were about 400 ml, compared to 530 ml before program e. The patient¿s maximum night time volumes had decreased from about 800 ml to 500 ml. The patient noted that their post-program e catheterization volumes were ¿remarkably consistent¿ and that ¿the reduction in volumes required more frequent catheterization.¿ the patient normally needed to catheterize eight or nine times in 24 hours. It was further reported that the patient had also experienced a change in urine volume distribution timings, in that the patient passed approximately 70% of their total urine for a 24-hour period after they had gone to bed with program e. The volume typically required four, sometimes five, catheterizations during the night. The patient noted that this ¿severely disrupts sleep patterns.¿ the patient¿s bowel movements had also changed post-program e, as they ¿lacked the regularity and form that was typical before program e was used.¿ the patient also reported that their bowel movements were often painful and ¿almost explosive,¿ and that the movements had ¿settled down somewhat¿ since removing the previously indicated irritant foods from their diet. There were no known external factors that were reported to have led or contributed to the reported issues. There had been no diagnostics performed as of the time of report. It was unknown whether any surgical interventions had occurred. The issue remained unresolved at the time of report; there were no further complications reported or anticipated.